Manufacturer narrative:
(B)(4) date sent: 10/2/2015. Information was not provided by the initial contact. Batch # (B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of the device. No conclusion could be reached as to how the trocar became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an anterior resection, the anvil could not be removed from the housing. Another device was used to complete the case. There were no adverse consequences to the patient.